Manufacturer narrative:
(B)(6). The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the triggers jammed when pressed and the spring under the lower trigger did not push trigger out all the way when released. Therefore, the reported condition was confirmed. It was further determined that the trigger had corrosion on the spring and on the inside causing it to jam when pushed down. The assignable root cause was determined to be due to improper cleaning and care.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device had an unspecified malfunction. As a result, there was a ten minute delay in the planned surgical procedure. A spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information - date returned to manufacturer populated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.